Event description:
It was reported that a signal loss occurred. According to the reporter, on (B)(6) 2026, the patient experienced a signal loss which occurred an unknown day after the sensor had been inserted (no information about the insertion site). It was reported that the patient¿s blood glucose level decreased to 4 mg/dl (0.2 mmol/l) between 49 and 71 hours of wearing the sensor. The patient reported they had switched from the dexcom g6 sensor to the dexcom g7. After the change, the g7 sensor was not communicating with the omnipod 5 controller. The patient mentioned that their sensor was placed on the right side of their body, while her pod was placed on the left. There was no medical assistance required. No data or product was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.